Event description:
The user's hearing performance with the right-sided device is affected since (B)(6) 2024. Re-implantation is being considered. No date has been scheduled yet. The surgery will be possible in 2-3 months at the earliest.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the right-sided device is affected since end of (B)(6) 2024 / beginning of (B)(6) 2024. Re-implantation is being considered. No date has been scheduled yet. The surgery will be possible in 2-3 months at the earliest.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the right-sided device is affected since (B)(6) 2024. The user has been explanted.